Event description:
The initial reporter stated that in 2001 an access port was implanted as part of the lap-band adjustable gastric banding system in the pt. During a routine fill of the band the surgeon found that there was an access port tubing leak. A resurgery was performed 3 months later and the access port was replaced. There was no deterioration of the pt's health reported in association with this incident.